Event description:
The event is reported as: complaint alleges: a chronically ill "do not resuscitate" male patient was inadvertently hooked up to room air instead of oxygen for 15 minutes. The patient expired a short time later. Interim quality director/quality manager stated: "the teleflex device did not contribute to the death of the patient." Additional information has been requested but not received in time for this report.